Event description:
The complainant in japan had a cp support ongoing in which there was a sensor failure. There was no harm or injury. The pump logs point to the console (aic) being the issue.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Data analysis: imc logs of console (B)(6) during a case with pump (B)(6) showed there was one instance "ossiopsens set invalid_bad_snr_sample_mask" before the event ¿placement signal not reliable (opm invalid signal, optical pump connected]) - alarm¿, event #1036. Imc logs also show one instance ¿controller error (opm comm stopped) [optical pump connected] - alarm¿, event #1043. Both event #1036 and #1043 resolved automatically after 35 minutes and 59 seconds. Rt logs on the complaint date confirmed the reported failure mode, given that the contrast oscillating between -(B)(6). Rt logs also showed unrealistic raw optical sensor signal of -(B)(6) unrealistic lamp signal of 1638.4%, and unrealistic placement signal data of 3002 mmhg. Device analysis: console (B)(6) was sent back fs for further investigation. The issue was not reproduced during testing; however, device data is consistent with intermittent loss of light in the optical system due to optical bench malfunction. Root cause: reported controller error and ¿placement signal not reliable¿ alarms on (B)(6) during a case with pump (B)(6) were caused by intermittent malfunction of the optical bench. All pertinent information available to abiomed has been submitted at this time.